Event description:
Pt reports e.r. Visit on (B)(6) 2019 due to battery on her defibrillator beeped, so she went to have it checked. No further info provided. Does not consent for MFR to f/u with pt and / or health care provider.